Event description:
Consumer claims to have had ears pierced at a retail vendor in 2003. Sought medical attention for redness and swelling at the piercing site 5 months later. Oral antibiotics were prescribed. Returned for treatment in 2004 when an incision and drainage was performed and another oral antibiotic was prescribed.